Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 24-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a 44 year-old female patient who had essure inserted (lot no. C26963) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ectopic pregnancy in 1999 and parity 2 and multi gravida. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced intermenstrual bleeding (seriousness criterion medically important), heavy menstrual bleeding ("hemorrhagic periods"), ear infection ("otitis"), sciatica ("cruralgia"), inflammatory pain ("inflammatory pain"), fatigue ("extreme fatigue"), allergy to metals ("confirmed allergy to nickel"), visual impairment ("vision disorders"), myalgia ("muscle pain") and aphasia ("aphasia"). On (B)(6) 2021 she experienced coital bleeding ("post-coital metrorrhagia"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, intermenstrual bleeding, ear infection, sciatica, inflammatory pain, fatigue, allergy to metals, visual impairment, myalgia, aphasia or coital bleeding. The reporter commented: laparoscopy salpingectomy reported as medical history performed in 1999 and essure insertion was on (B)(6) 2015. Right tubal essure insertion: 3 coils. Left tubal essure insertion: 2 coil. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): normal. [Colposcopy] (date unknown): given the size and appearance of the ectropion. [Smear cervix] (date unknown): presence of numerous red blood cells but is still normal. [Ultrasound scan] (date unknown): the essures are in place and the adnexa are unremarkable and the thickness of the endometrium is ni. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 24-oct-2022. The most recent information was received on 02-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic periods") in a 44 year-old female patient who had essure inserted (lot no. C26963) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ectopic pregnancy in 1999 and parity 2 and multi gravida. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017 she experienced heavy menstrual bleeding (seriousness criterion medically important), intermenstrual bleeding ("metrorrhagia"), ear infection ("otitis"), sciatica ("cruralgia"), inflammatory pain ("inflammatory pain"), fatigue ("extreme fatigue"), allergy to metals ("confirmed allergy to nickel"), visual impairment ("vision disorders"), myalgia ("muscle pain") and aphasia ("aphasia"). On (B)(6) 2021 she experienced coital bleeding ("post-coital metrorrhagia"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, intermenstrual bleeding, ear infection, sciatica, inflammatory pain, fatigue, allergy to metals, visual impairment, myalgia, aphasia or coital bleeding. The reporter commented: laparoscopy salpingectomy reported as medical history performed in 1999 and essure insertion was on (B)(6) 2015. Right tubal essure insertion: 3 coils left tubal essure insertion: 2 coil. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): normal. [Colposcopy] (date unknown): given the size and appearance of the ectropion. [Smear cervix] (date unknown): presence of numerous red blood cells but is still normal. [Ultrasound scan] (date unknown): the essures are in place and the adnexa are unremarkable. And the thickness of the endometrium is ni. Batch no: c26963. Production date: 2014-02-26. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.